Event description:
Boston scientific received information that this patient requested to have their pacemaker and leads explanted in (B)(6) 2014 due to discomfort. There were no product performance allegations at the time. Now, an attorney representing the patient contacted boston scientific technical services (ts). The attorney asserts that the device and leads were implanted improperly and was inquiring if boston scientific had any record of analysis. The patient also asserts the device shocked him many times. Ts discussed that there was no record of any previous calls with any allegations and confirmed the device had not been returned for analysis. Ts also discussed that this device does not have the capability to shock and that it's a pacing only device. Additional allegations were made stating the patient underwent 6 surgeries to resolve issues related to the system, suffered paralysis on his left side caused by shocks and nerve damage on the patient's left side. It was then stated that the physician "finally killed it so it wouldn't shock him anymore". At that point, the patient had enough and requested the device system be removed.

Manufacturer narrative:
(B)(4). The device was not returned following explant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.